Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported hard opaque bubble layer (obl) and incomplete side cut in both eyes. The surgeon used scissors to remove an uncut area of the side cut. The spot/line separations for bed cut and bed cut pulse energy increased but the side cut quality was not improved. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Review of the logfiles showed the user performed the treatments successfully and no treatment was aborted on that treatment day. The energy and the calculated bcc offset show no deviations. Also, the vacuum values cannot indicate any problem. Review of the system history shows the z-offset was changed about 15-m but the incline offset stayed at the same value. Review of the logfiles cannot determine any technical problem. The technical service department advised the service engineer at the site to check the cleanness of the f-theta objective but no feedback was sent back from the service engineer at the site. No technical root cause was identified. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
According to new information received the laser head and joystick were replaced. Only the laser head was received. The service reports show the joystick exchange was a planned action due to wearing of the joystick . According to the report from the supplier, the problem could be confirmed the laser head was out of the specifications for divergency and diffraction index. The problem is caused by pollution on several optics inside the amplifier which lead to a high power loss inside the head and this resulted in a change of the thermic lens and the reduction of the beam diameter. The root cause for the pollution could not be determined. The root cause is a faulty laser head caused by pollution on several optics inside the amplifier. The root cause for the pollution could not be determined. The manufacturer internal reference number is (B)(4).